Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/02/2016. The fse confirmed the leak from the blood sampling valve (bsv); the rinse block was too high up and pushed against the bottom of the bsv, interfering with the bsv rotation and contributing to a leak. The rinse block was adjusted and positioned correctly, resolving the event. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 5 ml from the manual probe in a coulter hmx hematology analyzer with autoloader while running mode to mode comparison. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.